Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on 2020 (specific date not reported) in order to reposition the magnet to correct position.

Event description:
Per the clinic, the patient experienced magnet displacement (specific date not reported). Subsequently, the patient underwent revision surgery (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.